Event description:
It was reported that a lead dislodgement was observed. The physician repositioned the lead and all values from the pacing system analyzer were appropriate.

Manufacturer narrative:
(B)(4).